Event description:
A customer reported to baxter (B)(4) a colleague infusion pump in which a faulty lcd was observed. The report stated that there were multiple images across the screen. This condition had the potential to interrupt delivery. This condition occurred before use. There was no patient involvement; therefore there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with faulty liquid crystal display (lcd) was confirmed during product evaluation. The root cause of the reported problem was determined to be distorted lcd. Appropriate action was taken to correct the reported problem by replacing the main display.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.